Event description:
Patient reported right side device exchange. Healthcare professional later reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Corrected data: b5, h1. Clarification to h1: death was inadvertently reported in previous submission. This event is classified as a serious injury. However, the physician has since confirmed no complaint against the device.

Event description:
Healthcare professional confirmed exchange of implant with no complaint against the device.